Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the rate/sense channel. This noise was sensed by the device, and resulted in pacing inhibition which lasted several seconds. Associated with this pacing inhibition was reported episodes of syncope. The impedance and threshold measurements on this lead have reportedly remained within normal limits.